Manufacturer narrative:
(B)(4). The cause for this report of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd879171, gd880757), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer in the USA of constipation and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. In (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) and extraneal viaflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis and went to the emergency room. The cause of the peritonitis was due to constipation. On (B)(6) 2011, peritoneal effluent cultures were obtained. The result of the cultures were not reported. The patient was discharged from the emergency room on (B)(6) 2011 with an unspecified medication and was recovering from the peritonitis. The outcome for the constipation was not reported. Dianeal and extraneal therapies were ongoing. The consumer did not provide an opinion of causality.